Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a typical right atrial flutter procedure, a pericardial effusion was noted while ablating the cti line requiring a pericardial window and drainage. A viewflex ice catheter was inserted into the right atrium for imaging. A decapolar catheter (bsx) was placed in the coronary sinus. The tacticath se ablation catheter was inserted into the right atrium through an fast-cath guiding introducer sr0 sheath and was used to measure pre ablation, interatrial conduction time and then ablation was started. During ablation, the viewflex ice catheter was adjusted and when doing so, the effusion came into view. The patient was stable at the time and the pericardial effusion was monitored while still in the ep lab. The effusion began to increase in volume; therefore, a pericardial window was created to tap the effusion. Afterwards, the patient was stable and went to ccu for further monitoring. The physician noted that the patient's inferior vena cava was thin and believed that it was perforated by one of the devices leading to the pericardial effusion. It is unknown what caused the perforation. There were no alleged performance issues with any abbott devices.